Manufacturer narrative:
The implant was returned and evaluated. It was found to meet specs. Co's conclusion remains the same for this case: infection is the probable cause of failure.

Event description:
Implant placed 1/22/97. X-ray indicated dehiscence surrounding the implant and along the entire length. One person affected.